Event description:
It was reported that the arctic sun device had error 3 (pre-warm nominal flow error) during calibration. They confirmed visually seeing flow in shunt tube, while flowmeter read 0.0. It was determined that the flowmeter failed. They would replace the flowmeter in house and parts also pricing provided. Per follow up information received via mail on 18may2024, it was reported that the device issue was resolved, they ordered part and replaced it.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.